Event description:
It was reported that customer received altitude alarms on pump, with pump history later showing altitude alarms on two occasions in april 2026. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was started, charged, and recognized by computer during evaluation, pump was planned to be returned for further inspection, and customer received replacement pump from distributor.